Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the power cord door was missing and it was replaced. Analysis further noted that the floppy drive bezel was missing, the media bay door latch was bent, the electrocardiogram connector was loose and the system fan was noisy. All found defective parts were replaced and additionally the new link electronic module board was calibrated and the software was reconfigured, reloaded and updated. (B)(4).

Event description:
It was reported that the programmer's cord door was missing and a test and calibration procedure was also requested. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.